Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced a low blood glucose (bg) of 36mg/dl with unsteadiness, confusion, and severe headache. The patient reportedly self-treated with carbohydrates and bgs returned to normal. The patient reportedly remained on the pump. The reporter noted that the patient¿s healthcare provider stated that an unspecified condition or illness caused the bg excursion. Customer technical support reviewed the pump with the patient. Reportedly, the basal and bolus settings and the bolus type had been incorrectly programmed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2014. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.